Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable-pump won't run" alarm that was unresolved after multiple troubleshooting attempts. Per reporter the residual volume was 80.9 ml, rate 2.16 ml, given 19.15 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.